Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the customer continued to use the pump for insulin therapy.